Event description:
This device was implanted on (B)(6) 2012 and remains implanted at this time. This was noted on (B)(6) 2013 due to ventricular tachycardia with atp therapy delivered on (B)(6) 2013. The physician was unknown. The hospital was at (B)(6) in germany. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).